Event description:
The customer reported that during a clinical scan, the pt label moved to the home position automatically, horizontally out of the gantry and down, and then the e-stop opened. After the system was powered off and one again, "e-stop close window" never appeared. No rescan was required. There was no report of harm to the pt, bystander or trained professional as a result of the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).